Event description:
End user states his joystick was not working properly and was inquiring about the joystick recall. When told it was not under recall, he promptly hung up. No further information available.